Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the monitor went black and after the system was rebooted the emitter was no longer functioning. A biomedical engineer was unable to replicate the issue. Surgical delay is unknown. There was no impact to the patient at the time of the event.

Manufacturer narrative:
H2: additional information was received and b5 has been updated. H3/h6: a representative went to the site and upon review of the case with the staff there was metal interference when the emitter was ¿not working". However the representative stated that cause was not known. Based on this troubleshooting it appears that this was an operational problem and the cause was not established. Codes 10, 114 and 4315 are applicable to this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the monitor went black and after the system was rebooted the emitter was no longer functioning. A biomedical engineer was unable to replicate the issue. Originally the staff were able to reboot and reconnect the video cable and that allowed the system to work. Later the monitor went black and no interventions were able to make it work again. There did not actually seem to be a problem with the emitter. Navigation was aborted and there was a procedure delay of a few minutes. There was no impact to the patient at the time of the event.